Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that there was a pump communication failure, due to the pcu would not recognize the channel when attached. Although requested, further information was not provided.